Manufacturer narrative:
(B)(4). (B)(6). The sample was returned for evaluation. A visual inspection did not identify any signs of occlusion or blockage that could have caused a no flow. After the luer cap was removed from the distal luer, evidence of flow was immediately observed and continued without issue. No signs of flow problem were observed from the unit during the functional test. Based on the evaluation finding, the reported problem was not confirmed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.s

Event description:
It was reported that a folfusor experienced a no flow. The device was filled and connected to the patient. The flow restrictor was taped to the patient¿s body at the same height as the folfusor. The port was checked prior to the connection of the folfusor. When infusion was started it was noted that there was no flow. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 13g054 was manufactured from july 25, 2013 to july 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.